Manufacturer narrative:
Patient fell and now has instability. Revision surgery is planned to exchange the poly inserts. Review of the device history record indicates the device was manufactured to specification.

Event description:
Patient fell and now has instability. Revision surgery is planned to exchange the poly inserts.